Event description:
It was reported that the device data for this pacemaker was requested to be reviewed. Device data was sent to rhythmcare for review. Data review determined there was retrograde conduction observed due to a junctional rhythm. The device was reprogrammed the accelerometer to low to optimize sensing. This device remains in service. No adverse patient effects were reported.